Manufacturer narrative:
Section d4: model number: unknown as product lot number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown as product lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: reporter: first name and last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was loaded correctly with a platinum cartridge but the injector went through the cartridge at the distal tip. The injector used was misaligned. Lens was delivered and patient felt good. There was no delay to the procedure or any other interventions performed. No further information was provided.